Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during process of completing the general anesthesia intubation, the doctor who anesthetized the patient found that the tracheal intubation joint leaked and the seal was not tight, so the joint was immediately reinforced, the tracheal intubation was re-fixed and the effective respiratory passage of the intraoperative patient was established. It was indicated that the operation was successfully completed. There was no patient injury.